Manufacturer narrative:
((B)(6) 2011)-the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have been returned; lfs will evaluate it/them and inform FDA of the results in a supplemental report. The 510(k)# is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began on (B)(6) 2011 at approximately 10pm. The patient reported blood glucose results of "143 mg/dl" with the subject meter and "60 mg/dl" on another meter (freestyle) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Approximately 20 minutes prior to testing on the subject meter, the patient claimed, she was feeling "tired and light headed" and denied receiving any treatment for her symptoms. It is unknown how the patient manages her diabetes and what action she took (if any) in response to the alleged high reading. At the time of troubleshooting, the cca noted that subject test strips were in good condition and the meter was set to the correct unit of measure. The patient did not have any control solution to check the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the symptoms developed prior to the alleged issue. The patient did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because alleged issue remained unresolved.